Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x28 xience xpedition stent was deployed at 10 atmospheres in the predilated, moderately calcified, slightly tortuous, 80% stenosis in the distal right coronary artery. While the stent delivery system was being removed, a distal dissection was noted. The dissection was sealed with an unplanned 3.5x18 xience pro stent. The results were very good with timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.